Manufacturer narrative:
Additional device system component part number: pa014386/0570-0188. Technician was unable to reproduce the reported failure. No issues found.

Event description:
The doctor is complaining about the accuracy of their 9700. The pt has a confirmed aneurysm of 4.4-4.5cm and the unit did not pick it up and gave a <3 reading.